Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 04-feb-2024, UDI#: (B)(4). Product analysis: the two valves were discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve at a depth of 4 mm, with slow release the valve dislodged aortic into the sinus. As result, a second valve 26mm valve was successfully implanted at a lower depth. However, angiography identified paravalvular leak (pvl) and a post-balloon aortic valvuloplasty (bav) with a 22 mm balloon was performed. However, the balloon was not fully deflated when removed from the valve and subsequently the balloon dislodged this valve. Ultimately, the procedure was converted to an open procedure. The two transcatheter valves were explanted and discarded. A surgical valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updaanalysis: no procedural images were submitted for review nor were the explanted valves returned to medtronic for analysis; therefore, no product analysis could be performed. Conclusion: the device history record for the first valve was not reviewed and was not required as the event description does not indicate a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and several other factors. Per the physician, patient anatomy was not a contributing cause. With the limited information available, a root cause for the dislodgement could not be conclusively determined. Updated codes associated with this device: c19; d15 the device history record for the second valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the limited information available a conclusive root cause could not be determined. A post-implant balloon aortic valvuloplasty (bav) was performed due to the pvl observed with this valve. However, the balloon was not fully deflated when removed from the valve and subsequently the balloon dislodged the valve. Per the physician, patient anatomy was not a contributing cause. With the information available, the most likely cause of the dislodgement was due to the post-implant bav and was thus use related. Updated codes associated with this device: b14; c23; d11 corrected data: a1. Pt. Identifier medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that following the second valve implant, moderate paravalvular leak (pvl) was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.